Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 12mm, diameter 2.5mm was used to treat a lesion in a pt's proximal circumflex. A stent thrombosis occurred approximately 4 weeks post implant. The pt was admitted to hospital emergently prior to the procedure. An endeavor sprint rx drug-eluting coronary stent system, length 24mm, diameter 2.5mm (MDR#2953200-2009-01160) was implanted in the mid circumflex and the 2.5 x 12mm stent was implanted to the proximal circumflex. During the procedure, the physician noticed another lesion to the right of the circumflex lesion. The pt returned electively approximately 3 weeks post procedure and an endeavor stent, length 24mm, diameter 3mm (MDR#2953200-2009-01162) was implanted to the lesion. Approximately 4 weeks post index procedure, the pt returned to the hospital with rca thrombosis. The thrombosis was treated using a balloon and an endeavor stent. The proximal and mid circumflex were treated with an export aspiration catheter. Pt's status post procedure is unk. Neither the device nor procedural images have been received by medtronic for evaluation.

Manufacturer narrative:
Secondary intervention - export aspiration catheter used to treat thrombus. Evaluation: stent thrombosis.